Event description:
It was reported the device started to leak out of gas port during use. The device was replaced. Blood loss was less than 10cc. No reported patient effect. (B)(4). Reference MFR # 8010762-2015-00739.